Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported having problems with the implantable neurostimulator (ins). Pt stated they are still feeling heat, a burning sensation at the implant site, and mentioned that it got real hot. Pt also stated that when they turn on the stimulation, they feel like vibration all the time. They couldn¿t stop it from vibrating. Pt stated that it did not help with the pain; it just vibrates. Pt also stated that they have gauze. Pt stated that right now, their stimulation is off and in MRI mode, and they are not using it. Pt mentioned their ins is charged, but their external equipment is not. They stated that their healthcare provider (hcp) advised them to meet with a rep to adjust their programs. For the event date, pt stated it¿s been doing it for quite a while, they wiggled and moved on it. Emailed manufacturer representative (rep) for visibility. Emailed prs.